Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿no active sensor¿ message after 2 days of wearing the adc freestyle libre 2 sensor. The customer was unable to monitor her blood glucose and started to feel ¿not herself¿ and her brother provided her with glucose tablets as treatment. The customer had contact with the fire department who obtained a blood glucose result of 363 mg/dl and the customer was monitored but no additional treatment was rendered. There was no report of death or permanent impairment associated with this event.